Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the reported use error involved only the renal solutions utilized in the patient¿s peritoneal dialysis therapy. Therefore, the peritoneal dialysis disposables are no longer considered suspect products in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error where the patient did not check batch number or expiration dates before using the solution that resulted in peritonitis. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check each solution bag to ensure the expiration date has not passed. If any problems are found, discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy (pd). The breach in aseptic technique was further described as the patient did not check batch number or expiration dates before using the solution. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (for 14 days, dose, frequency and route not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.